Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source which resulted in a low internal battery alarm to be triggered. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. Performance testing confirmed the reported device failure to detect the power source. The investigation determined that device failure to recognize the correct power source was due to physical damage to the power supply unit (psu). Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source which resulted in a low internal battery alarm to be triggered. There was no patient injury reported as a result of this incident.